Manufacturer narrative:
(B)(4).

Event description:
The pt was taken to the hospital and admitted 2 or 3 days ago due to confusion. The pt had been in the ICU for several days. There were no pump alarms. The expected pump volume was 6.95 ml; the actual amount aspirated was 7.5 ml (this was within device specifications). The pt's dose was reduced by 10% and the pt "perked up and was looking better than the last couple of days". No diagnostic studies had been done on the device system. A therapeutic bolus had not been given. The physician planned to consult with another physician regarding the case. It was later reported that the pt had "overdose issues"; an overdose work-up was done. The device system was used to deliver lioresal 2,000 mcg/ml. Add'l info has been requested a f/u report will be sent if add'l info becomes available.